Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a forced log out. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B3 date of event- corrected information b5: describe event/problem- corrected information h2: type of follow up- corrected information

Event description:
Subsequent to the initial MDR, a correction is required.